Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed climbing rv bipolar pacing impedance and had triggered an alert for high pacing impedance when the impedance levels exceeded the programmed upper alert level. Additionally, it was noted that the lead had also triggered an alert for high superior vena cava (svc) defibrillation coil impedance when the impedance levels exceeded the programmed upper alert level. No reprogramming has been completed, but the programmed alert levels have been adjusted accordingly. The lead remains in use. No patient complications have been reported as a result of this event.